Manufacturer narrative:
The insulin pump was received with an intermittent button response due to moisture damage on the keypad. There was no button error alarm found during testing. The unit had a minor scratched lcd window, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window, and a missing end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother called in to report a button error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 110 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.